Event description:
It was reported that following a clavicle fixation surgery, the patient reported pain and discomfort. The patient returned to the physician for x-rays, and it was discovered that the plate had fractured. An unknown intervention was performed approximately one (1) month after implantation. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: associated product information, part number (lot number): 233500027 (unknown). 233500008 (unknown). 131227214 (unknown). 131227216 (unknown). 131227218 (unknown). 131227220 (unknown). 131227224 (unknown). 131227226 (unknown). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. Lot identification is necessary, for review of device history records. Lot identification was not provided. Medical records/radiographs were provided and reviewed, by a health care professional. Review of the available records identified the following: the implant plate is fractured laterally, but no definite implant loosening is noted, medial or lateral to the plate. The fracture appears ununited and given the plate fracture revision would be necessary. A definitive root cause cannot be determined. The reported event is confirmed, by mmi review. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.